Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-12-09 h.6. Investigation summary: h.6. Investigation summary: bd did receive 100 samples from the customer in support of this complaint. 20 returned samples along with 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 40 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 500 tubes. The following information was provided by the initial reporter. The customer stated: "some tubes are more underfilled than 10%. Incident occurred during use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 500 tubes. The following information was provided by the initial reporter. The customer stated: "some tubes are more underfilled than 10%. Incident occurred during use.".